Manufacturer narrative:
Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.

Event description:
Information was received from a patient (pt) regarding an implantable neurostimulator (ins). The reason for call was patient reported that the implant lost stimulation connection during the night. Patient explained that although the stimulation was turned on, they did not feel any effect during that time. Patient stated the implant charge showed 80% at bedtime, but by the following morning, the implant displayed empty. Patient also stated that recharging the implant took longer than expected. Agent reviewed information. Agent redirected the patient to hcp and manufacturer representative (rep)  for further assistance.